Event description:
Customer reported an alarm on the insulin pump to alert her of a high blood glucose and that when she attempted to clear the alarm, she received a button error alarm. She stated that the buttons were unresponsive. The blood glucose reading was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The unit also was received with cracked case at display window corners and battery tube threads, and minor scratched display window.